Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the previous week the patient experienced elevated blood glucose (bg) of 400 to 500 mg/dl with moderate to large ketones and moderate thirst. The reporter stated that the patient's bgs were treated with boluses via the pump and bgs responded but only after multiple boluses. The reporter noted that the sites were changed three times last week in response to the elevated bgs. At the time of the call to animas customer technical support (cts), the patient's bg was reportedly 256mg/dl and the patient was on a back-up plan for insulin delivery due to an unrelated pump issue. The pump could not be reviewed at the time of the call with cts, but the reporter stated that when she checked the pump settings the previous week they were correct. The reporter denied any medication changes or hormonal issues. The reporter noted that the patient may have been getting ill since she had a runny nose, and the patient may have been experiencing some weather-related stress due to a hurricane. The reporter denied any issues with the insulin and denied air in the infusion set tubing. Troubleshooting did not indicate a pump malfunction. Cts advised the reporter to contact the patient's healthcare provider to discuss the possible need for settings adjustments if the patient continues to experienced elevated bgs. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 03/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.